Event description:
It was reported that the pt is experiencing pain. Patient states that pain first started in (B)(4) 2012 and has been increasing.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.